Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2023. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: ptc results: enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. The patient had a medical history of pelvic pain female, hernia repair, cholecystectomy, ovarian cancer, hypertension and gravida ii. Concurrent conditions were listed as dysmenorrhea, uterine fibroid, abdominal adhesions, pelvic pain, dysmenorrhea and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3355 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix , bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: uterus - large fibroid uterus, 15 week size ovaries -- grossly normal. Adhesions -lesion involving the falciform ligament. Located in the center upper abdomen. No evidence of damage to bladder, urethra, and ureters [pathology test] on (B)(6) 2023: diagnosis: cervix, uterus, bilateral fallopian tubes; total laparoscopic hysterectomy and bilateral salpingectomy: - benign cervix with nabothian cysts. - benign secretory endometrium. Leiomyomata uteri with focal degenerative changes. - two fallopian tubes with no significant histopathologic abnormality. - no evidence of malignancy. Gross description: received in formalin and "cervix, uterus, bilateral fallopian tubes with essure fibroids". Consists of a fragmented uterine body with a detached, grossly intact cervical stump; also in the container are 2 undesignated segments of purple-pink, fimbriated fallopian tubes sectioning through the remaining cervix reveals multiple cystic cavities, the first fallopian tube segment measures 6.5 cm in length, 0.6 cm in average diameter. The second fallopian tube segment measures 3.5 cm in length, 0.4 cm in average diameter [ultrasound scan] in (B)(6) 2022: the uterus demonstrate a rounded sub endometrial hypoechoic lesion measuring 2.4 x 4x 4 cm. The uterus measures 11.9 x 8.1 x 7.2 cm. The endometrium is normal, 11 mm in thickness. The right ovary is normal, 3.1 x 2 x 2.3 cm. The eft ovary is normal, and 3.3 x 2.7 x 1 point cm. Trace free fluid is present in the cul-de-sac. Impression: findings in the uterus could be suggestive of a leiomyoma. No other significant abnormality identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lab data including surgical pathology report added. Medical history & concomitant conditions were added. Additional reporter added. Patients details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.